Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the superior vena cava coil of the right ventricular lead had an increase in the impedance and was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.